Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device display properly. No missing segment/partial display anomaly noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button of the insulin pump were less responsive. Customer¿s blood glucose level was unknown. Customer reported that the light of insulin pump made the screen more difficult to read. The customer was unsure whether insulin pump delivering right amount of insulin. The insulin pump will not be returned for analysis.